Event description:
It was reported that during preparation for a coronary drug-eluting stenting treatment procedure, catheter breakage was noted. During unpacking, the distal catheter of the 2.75x12mm taxus liberte drug-eluting coronary stent delivery system was noted to be broken. The procedure was completed with another of the same devices. No patient complications were reported.

Manufacturer narrative:
Product analysis verified a shaft separation. Only the proximal section of the catheter was received for analysis; the distal polymer section of the shaft was not returned for analysis. The delivery device exhibited a distal polymer shaft separation located 102.9 centimeters distally from the strain relief. Visual and microscopic examination of the material surrounding the polymer formation of the shaft separation did not reveal any inherent deficiencies that would have contributed to the separation. The shaft failure appears to be the result of tensile forces exceeding the shaft tensile specification. The circumstances that led up to the shaft separation could not be determined. The manufacturing records for this batch have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. No root cause can be determined.